Event description:
Patient reported experiencing elevated blood glucose levels up to 520 mg/dl since (B)(6) 2013. Patient's normal blood glucose level was not provided. Patient reported taking correction via the infusion device without success, with the pen was successful. Patient reported going to see the diabetes specialist today to check the infusion device and the accessories; he did not detect any problems with the infusion set. Patient reported thinking the infusion device does not deliver insulin correctly. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. History list: the daily basalrate was delivered. Boluses were programmed and delivered. The problem mentioned by the customer could not be reproduced.